Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: d4, d6a, g3, g6, h2, h3, h4, h6, h10. Visual examination of the returned product identified indentations to the outside radius of the liner. The locking feature of the device had been damaged and there were visible shavings. The height and diameter were measured and found to be within specification. Review of the device history records identified no deviations or anomalies during manufacturing. A complaint history review is not required as part of a limited investigation. Medical records were not provided. Review of the available information indicates the device was released in a conforming state and is functioning as expected per the documented design requirements. No device failure was identified. The complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information.

Event description:
It was reported that the liner was unable to seat. A new liner was required to be open and seated immediately. The initial cup implant was implanted into the patient.

Manufacturer narrative:
(B)(4). D10: (B)(6) g7 neutral e1 liner 32mm f 7062586. G2: foreign: australia. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the liner was unable to seat. A new liner was required to be open and seated immediately. No known impact or consequence to the patient. Attempts have been made, and no further information has been provided.